Event description:
It was reported while using bd insyte¿ IV catheter 24ga the catheter split and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: catheter that at the time of channeling shows a fissure at the distal end of the cone shows blood leakage.

Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3027452. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the investigation results, we were unable to identify the reported issue and an exact cause could not be determined. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.